Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the cassette and into the cycler. Upon removing the tubing set from the cycler, the cassette was leaking fluid. Pt had no ill effects. Sample is available.